Event description:
It was reported that a code displayed in the subcutaneous implantable cardioverter defibrillator (s-ICD) indicating possible premature battery depletion. Technical services (ts) review was requested. The data was sent to engineering for review. Upon review it was determined that the code was erroneous due to magnet application. The battery is depleting normally. The clinic indicated that the patient was using a magnet due to inappropriate shocks received in the past. Ts indicated that the device would need to be interrogated by a programmer to clear the code. The s-ICD remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that a code displayed in the subcutaneous implantable cardioverter defibrillator (s-ICD) indicating possible premature battery depletion. Technical services (ts) review was requested. The data was sent to engineering for review. Upon review it was determined that the code was erroneous due to magnet application. The battery is depleting normally. The clinic indicated that the patient was using a magnet due to inappropriate shocks received in the past. Ts indicated that the device would need to be interrogated by a programmer to clear the code. The s-ICD remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This report is being filed to remove an impact code (h6) that was inadvertently added to the last report. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This report is being filed to remove an impact code (h6) that was inadvertently added to the last report.

Event description:
It was reported that a code displayed in the subcutaneous implantable cardioverter defibrillator (s-ICD) indicating possible premature battery depletion. Technical services (ts) review was requested. The data was sent to engineering for review. Upon review it was determined that the code was erroneous due to magnet application. The battery is depleting normally. The clinic indicated that the patient was using a magnet due to inappropriate shocks received in the past. Ts indicated that the device would need to be interrogated by a programmer to clear the code. The s-ICD remains in service and no adverse effects were reported.